Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and loosening of the tibial tray. The loosening interface and manufacturer of the cement used at the time of original implantation are unknown. The tibial insert may have also been delaminated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted component confirmed unanticipated wear for a polyethylene device implanted for approximately two years. The component was subject to posterior medial creep deformation and abrasive wear on the articulating surface due to bone cement particles. It is unknown if the tibial tray loosening was a contributing factor to the abrasive wear noted on the component. Requests for additional investigational inputs were made in accordance (B)(4). No additional information was obtained. A complaint database search finds no additional reports against the provided product and lot combination. The investigation did not identify any product contribution to the reported event with the information provided. Based on the inability to identify evidence of product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted component found evidence suggesting loosening of the component in vivo. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. A complaint database search finds no additional reports against the provided product and lot combination. The root cause of the micro motion and/or loosening is unknown. The investigation did not identify any product contribution to the reported event with the information provided. Based on the inability to identify evidence of product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.